Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: lasso 2515 nav eco variable catheter (model# d-1343-01-s lot# unknown). Webster cs bi-directional catheter (model# d-1263-07-s lot# unknown). The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smart touch bi-directional navigation catheter approved under PMA # p030031/s053. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation procedure with a thermocool&#59411;smarttouch&#59411;sf bi-directional nav catheter and suffered a cardiac tamponade which required pericardiocentesis. After mapping and merging in the left atrium, the operator started the ablation on the left side of the left atrium. During the ablation on the ridge, high contact force was detected. The ablation was finished with a wide area circumferential ablation on the right side. Afterwards exit and entrance pacing was done to and from the veins of the right and left superior and inferior pulmonary veins. After finishing the procedure, a tamponade occurred which needed pericardiocentesis. The patient required extended hospitalization for observation as a result of this adverse event. The patient has fully recovered. There were no factors cited that may have contributed to the adverse event. The physician's opinion regarding the cause of this adverse event is that this is procedure related. Transseptal puncture was performed with a non-bwi transseptal needle. Sheath used was st. Jude medical agilis. Generator parameters at the time of injury: power control mode 25 watts (not titrated) with temperature 30°c with a cut-off 43°c impedance 124 ohms. Overall ablation time at the site of injury was 8 seconds. Irrigated catheter flow was set at 8ml/min. There were no error messages reported on any bwi equipment during the procedure. There is no information regarding anticoagulation during the procedure.